Event description:
It was reported that cadd legacy pump was alarming "no disposable clamp issue". No patient injury reported.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact, screen scratched. The reported event was not duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No disposable with high pressure alarm messages were found in the pump's event history logs. Also, found signs of fluid ingression on pump by the chassis base of the downstream occlusion sensor. Recommend downstream occlusion sensor to be replaced.